Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable.there was no reported impact to the customer¿s blood glucose level. The issue was resolved by replacing the damaged charging supplies.